Manufacturer narrative:
Correction: d11 (no therapy date), g3 (other source-please specify). Additional information: d10, h6 (device codes). Investigation conclusion: the customer¿s complaint of system error message 133.6080.0 was confirmed through a review of the 6 returned pcu battery and error logs, but not confirmed through testing of the returned devices. Review of the pcu battery and event log showed all six of the returned pcu devices were not in use and not connected to ac source for an average of a month. Review of each of the pcu error log revealed all six of the returned pcu device contained the reported 133.608.0 error message occurring upon power on after prolonged inactive use. Completely charging the returned pcu devices before powering them on observed no 133.6080.0 error messages. Device inspection: the pcu device s/n (B)(6) was received with instrument seal missing. The right (male) iui was observed with corrosion and dry fluid residue. Internal inspection observed no anomalies were observed with any of the electrical components and the battery was observed with date code march 2019. Root cause analysis: the root cause of the customer¿s experience of system error message 133.6080.0. Was likely the result of a discharged supercapacitor (c245) in conjunction with a discharged pcu battery have been shown to cause the reported error message. During post (power on self test) the device relies on the supercap to supply voltage to the backup speaker to see if it is functioning properly. When the main battery discharges to a certain point the super cap will also discharge. If the supercap is discharged the backup speaker test will fail resulting in the 133.6080.0 error code. Device history review: a review of the device history record showed the device had a manufacture date of 13mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the for s/n (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there were seven pcus with system errors. The system error code displayed on the pcus was 133.6080. It was noted that the error occurred before pump use and resolved after charging the batteries. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were seven pcus with system errors. The system error code displayed on the pcus was 133.6080. It was noted that the error occurred before pump use and resolved after charging the batteries. There was no patient involvement.